Event description:
A generator that was explanted due to normal end of service was analyzed on (B)(6) 2013. The end of service condition was an expected event based on the battery life calculation. After the can was opened, supply current pulsing and supply current 1 ma were over the limit on the automated post burn test. Bench analysis of the caged module confirmed these out-of-limit supply current measurements. Analysis found that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower r35 resistor value, the device met the specification requirements. After r35 was optimally reselected, the device performed according to the current automated post burn test. This event has been previously investigated by device manufacturer.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.